Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381033 and lot number 4190490. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bc needle did not retract. The following information was provided by the initial reporter, translated from french to english: date of occurrence: (B)(6) 2025. Place of occurrence: emergency department. Circumstances of occurrence / description of facts: absence of needle retraction when using the catheter. Clinical consequences observed: none - risk of aes (accident exposing to blood) for the caregiver.